Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: during investigation, moisture was found in the battery compartment. The moisture was visible through the display. A leak test was performed and failed due to cracks in the battery compartment. Cracks were present along the side of the battery compartment, and at the top right corner of the battery compartment between the display lens and pump seal. The pump was opened to find moisture throughout the pump casing. Audible alarms were not present due to the moisture ingress.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that there was damage to the battery compartment with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.